Manufacturer narrative:
Additional information was received on 04-apr-2025. The patient did not require cardiac surgery. Patient required extended hospitalization as the patient required an intensive care unit (ICU) stay over night; however, the patient fully recovered. Relevant tests include: hb (hemoglobin) control and echo controls. Procedural acts were around 210-230. Ablation was performed prior to noting the cardiac tamponade. One transseptal puncture site was performed during the procedure. No evidence of steam pop. Set to low flow 2, high flow min 4, high flow max 15, high pre 2s, high post 0, max. Low flow temp 40°c. Therefore, checked ¿b2. Is hospitalization initial/prolonged¿ and field h6. Health effect - impact code updated from ¿recognised device or procedural complication (f15)¿ to ¿hospitalization or prolonged hospitalization (f08)¿. Processed "b6. Tests/lab data including dates". Provided that the adverse event occurred was 20-jan-2025. Therefore, updated from 01-jan-2025 under b3. Date of event. In addition, the patient¿s age and sex were provided. Therefore, a2. Patient age at the time of event, a2. Age unit and a3a. Sex. Also provided additional concomitant products. Therefore, added to d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that the ¿patient age at the time of event¿ was 85; however, did not provide ¿a2. Age unit¿. Therefore, requesting clarification of the age unit and have removed the ¿85¿ under a2. Patient age at the time of event as unable to save report without the ¿a2. Age unit¿. If additional clarification is received, a supplemental 3500a report will be submitted to the FDA. The device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation on 11-feb-2025. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation and the patient experienced cardiac tamponade that required pericardiocentesis. The procedure started as usual. During the procedure, an ablation of the left ventricle (lv) and transseptal (tsp) was performed, and there were some difficulties accessing coronary sinus (cs). During the verification phase, low blood pressure was noticed. Ultrasound revealed a pericardial effusion. A drainage was performed. Physician believes pericardial puncture was on the right side of the heart. When leaving the lab, patient was hemodynamically stable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.